Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the main lamp did not light due to an accidental failure of the igniter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(4). For evaluation. In the evaluation of olympus (B)(4) the following was confirmed: the igniter board of the device was defective. The reported event that the clv lamp error (e103) occurred appeared to be caused by defect of the igniter board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the clv lamp of the device was flashing, and clv lamp error (e103) occurred. There was no report of patient injury associated with this event.